Event description:
It was reported that pump battery depleted too quickly and lasted only about two and a half days, and patient could not recall further details about the incident. There was no reported impact to the customer¿s blood glucose level. Technical Support advised patient to fully charge pump to 100 percent and planned to follow up to check battery depletion rate, but multiple call and email attempts were unsuccessful, so case was closed with no additional information received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.